Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6) and (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results for two patients on an architect c4000 analyzer. The following data was provided (customer¿s reference range is 0.66-1.07 mmol/l): sample ID (B)(6) initial result was 0.41, repeats were 0.9, 0.42, 0.41 mmol/l. Sample ID (B)(6) initial result was 0.38, repeats were 0.97, 1.0, 0.36, 0.37, 0.37 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated magnesium results on the architect c4000, serial number (B)(6). Through an extensive investigation, the fsr cleaned and replaced multiple parts, but determined no single part to be the likely cause, so the architect c4000, serial number (B)(6), was considered the likely cause. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.